Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose in time of incident was 1380 mg/dl. The customer was lethargic. The customer was treated for high blood glucose with 10 units. The customer was admitted to the hospital. The customer's blood glucose in time of hospitalization was 600 mg/dl. The customer stated that the device was empty, so she change her infusion set and could not get the blood glucose down even after she did an injection needle. The customer cause of hospitalization as per healthcare provider was diabetic ketoacidosis. The customer was in the hospital for 3 days and then released. The customer was wearing the pump in the time of hospitalization. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform the high pressure test.